Manufacturer narrative:
(H3) summary of eval: this case involved collagen coated bifurcated device designed for aorto-iliac bypass, which was cut into two sections and implanted in celiac and superior mesenteric arteries. MFR received two pieced of graft, each measuring 20x10x5mm, which were subjected to histopathological examination by outside lab. Lab physician stated that by gross visual inspection, clot appeared atypical in that it had firmer consistency than is routinely observed. Clot from one specimen was bisected, stained, and examined by light microscopy for evidence of infection or inflammation. Reported concluded that clot was recent mural thrombus showing no evidence of organization, fibrosis, or infection (see attached report). Physician confirmed that under microscopic examination clot was, in fact, typical of most graft thrombus and showed no evidence of infection or inflammatory reaction. He further stated that although it was not uncommon to implant synthetic prosthesis in celiac or superior mesenteric artery, these procedures had greater potentil for failure due to low flow rate in these arteries. Further inquiry with reporting physician revealed pt had mild coaglopathy, as determined by protein s and pt ana levels. He suggested that this would support likelihood of hypercoagulative state contributing to occlusion. Investigation of event suggests that two factors contributed to early graft thrombosis. Reporting physician confirmed pre-existing condition which would have predisposed pt to hypercoagulative state. Other medical opinion suggested that site of implant may have further contributed to thrombotic event due to low flow rates associated with celiac and mesenteric arteries. Graft occlusion is well-known and documented risk associated with vascular graft surgery. Although cause of occlusion remains speculative, medical opionions provided in this case and histological findings of expanted device suggest that occlusion was unrelated to any inflammatory reaction or infection associated with device.